Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6-. The device was not returned. A photo-investigation was performed on the images located in pc attachment ¿image.jpg". Upon inspecting the image provided, the tip of the skyline spring clip driver was identified to be broken. The broken fragments are not provided in the image. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The complaint condition can be confirmed during photo investigation. During the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device history lot. A review of the receiving inspection (ri) for skyline spring clip driver was conducted identifying that lot number gm4033301 was released in three batches. Batch1: lot qty of units were released on 04 mar 2014 with no discrepancies. Batch2: lot qty of units were released on 03 mar 2014 with no discrepancies. Batch3: lot qty of units were released on 04 mar 2014 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review. The ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on (B)(6) 2021 that the patient underwent for a surgery. During the surgery it was noticed that the clip driver is no longer holdings the screw. There were no fragments are generated. There was 5 minutes delay. It was unknown if the surgery completed successfully. This complaint involves two (2) devices. This report is for (1) unk - plates. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D9 h3, h6: visual inspection: the skyline spring clip driver (p/n: 286830300, lot number: gm4033301 ) was received at us customer quality (cq). Visual inspection of the complaint device showed a white protective cap on the end. When the cap was removed, it was observed that the tip had been stripped. No other issues were identified with the returned device. Functional test: the functional test was not performed as the mating devices were not returned at us cq. Can the complaint be replicated with the returned device(s)? Unable to perform. Dimensional inspection: a dimensional inspection was not performed due to post-manufacturing damage. Document/specification review: current and manufactured were reviewed. No design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: the complaint condition is confirmed for the skyline acp, medium handle spring clip self-retaining drive (part #: 2868.30.300, lot #: gm4033301, quantity #: 1) as the distal tip was observed to be stripped. The stripped condition of the distal tip could have resulted in the device interaction issue. No definitive root-cause can be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.